Event description:
Additional information received via email. The event occurred during visual inspections and pulled from service. No patient was involved. Event date was updated from unknown to 01-may-2023.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found liquid crystal leakage in the liquid crystal display (lcd), a leaking block assembly and a noisy pump. The complaint was confirmed during functional testing when the device leaked. A faulty block assembly was determined to be the root cause of the issue. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was leaking. Patient involvement unknown.